Event description:
The patient received two percutaneous leads from the same lot as part of his scs system. It was reported the patient no longer felt effective stimulation. The physician believed the patient would benefit from a paddle lead. The patient's leads were explanted and replaced with a paddle lead on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.